Event description:
It was reported that there was a mainboard issue with the error code lec 44510. There was no reported patient involvement.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. E1 phone number: (B)(6). One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the device main board and downstream occlusion seal, which were determined to be faulty. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The dso seal and main board were replaced and the device passed all testing.